Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, an arthrex subsidiary employee reported via email that an ar-2325bcc biocomposite labral swivelock anchor experienced an issue during a procedure on (B)(6) 2026. The internal brace construct was initiated by inserting a 4.75 x 19 mm loaded anchor. A second anchor, the ar-2325bcc biocomposite labral swivelock anchor, was then prepared for placement. After drilling the hole, the screwdriver was inserted; however, when advancing the anchor, the portion of the device closest to the handle began to break, and the anchor failed to enter the bone. The tip of the anchor then detached completely, as though it had already been fully seated. A replacement ar-2325bcc biocomposite labral swivelock anchor was used to complete the procedure. No additional anesthesia was administered, and no patient harm was reported. Additional information was received on 19-mar-2026: during a ligament reattachment procedure utilizing an internal brace technique, the bone socket was prepared using a dissector, followed by the drill bit corresponding to the 3.5 mm anchor, and then the screw included in the internal brace kit. As the anchor screw was rotated for insertion, it began to embed in the inserter sleeve and could not engage the bone. The anchor screw subsequently broke. No portion of the detached tip remained in the bone or soft tissue, and all fragments were accounted for and retrieved during the procedure. The event resulted in a delay of approximately 15¿20 minutes in the surgical procedure. No adverse effects were reported.